Event description:
A bipap a30 was returned to a third-party service center for service. There was no serious patient harm or injury reported. There was no evidence the device was in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code indicating the device is unable to be operated after three restarts was confirmed in the event log. No components were replaced to address the issue. The device was scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.